Event description:
It has been reported to the co that during a ptca procedure the guide catheter caused a spiral dissection to the right coronary artery. Physician repaired the artery with a stent procedure. The pt is in stable condition and the device will not be returned for analysis.